Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. Sensor glucose started at 268 mg/dl, then 140 mg/dl and then 47 mg/dl. Blood glucose value was 130 mg/dl. The insulin pump suspended delivery when sensor was reading 47 mg/dl but blood glucose level was 138 mg/dl. The customer was advised to turn the sensor off for 2 hours and change it if issue is not resolved. The sensor will not be returned for analysis.